Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks and resulted in device going into back vvi mode. The device was successfully restored to normal operation and reprogrammed to previously programmed settings.

Event description:
It was reported that the patient received inappropriate shocks and resulted in device going into back vvi mode. The device was successfully restored to normal operation and reprogrammed to previously programmed settings. The patient was in stable condition.